Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading) issue. The reporter stated that the display screen was difficult to read and had faded to an orange color. The reporter stated that this issue was noticed one year ago. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the display screen was observed to be dim and discolored. A test screen was inserted and was found to function properly during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.